Event description:
A customer reported small brown flakes in the anterior chamber after using the viscoelastic during surgery. The flakes were removed during the initial procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
No similar complaints have been received so far for this lot. Investigation showed no remarks related to this complaint in batch record filing and during in process control. The syringes are 100% visually inspected after filing. Additionally the initial test results for this batch for color, clarity and appearance were within specification. Our lab retested the returned sample: all results are conform to the specifications for the tested parameters: clear, colorless and a viscous solution. A small amount of silicon is present, so possibly this might be what the surgeon observed. As you know, medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Analysis results within specification. (B)(4).